Manufacturer narrative:
(B)(6)

Event description:
The patient's pharmacist stated that the patient received erroneous results when testing with coaguchek inrange meter serial number (B)(4). The meter values were reported to the patient's doctor. The patient has been under vitamin k antagonist treatment for many years. The patient was tested with the meter twice, resulting with values of > 8 inr and > 8 inr. A sample from the patient was also tested in the laboratory using the stago neoplastin ci plus method, resulting as 5.6 inr. All measurements were performed on (B)(6) 2018, but the time frame between measurements is not known. The patient was tested with the meter twice on (B)(6) 2018, resulting with values of > 7.5 inr and > 7.7 inr. A sample from the patient was also tested in the laboratory using the stago neoplastin ci plus method, resulting as 4.5 inr on (B)(6) 2018. All measurements were performed on (B)(6) 2018, but the time frame between measurements is not known. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 3.5 - 4.5 inr. Retention test strips (29415121) were tested in comparison to the master lot on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with the specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.